Event description:
Complainant alleged that the medics were responding to a call for a pt in cardiac arrest. Upon the medics arrival on scene, bystander CPR had been in progress for fifteen minutes. CPR was continued for the duration of pt treatment. A competitive brand defibrillator (laerdal defibrillator) was initially used on the pt. At some point, a zoll brand 1600 defibrillator (serial number unknown) was then used to treat the pt. The electrodes were applied to the pt. The medic administered one shock to the pt (joule setting unknown). The medic then administered a second shock to the pt. Upon the administration of the second shock, the medics observed an arc emanating from the two wires that egress from the electrode connection. The device then displayed a "cable fault" error message. The medics then applied fresh electrodes to the pt and obtained another device and continued patient treatment. The pt was transferred to the hospital emergency department, where pt was pronounced. There was no indication from the complainant that the pt outcome was as a result of the reported malfunction. The pt subsequently expired. Please reference attached copy of the electrode's package insert, which warns the user, "do not conduct chest compressions through the pads. Doing so may cause damage to the pads that could lead to the possibility of arcing and pt burns." The complainant indicated that the zoll 1600 defibrillator that displayed the "cable fault" error message and the multi-function cable were evaluated in the hospital's biomedical engineering department. The reported malfunction was unable to be duplicated. Both the device and cable were returned to service. There have been no additional malfunctions reported with the device and/or cable.